Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulation (scs). The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7073030/7073118. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: (B)(6). Batch: 24827259.